Manufacturer narrative:
Procodes: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical procodes: 200-02-29 - three peg patella 29mm - 1480927; 204-04-32 - trapezoid tibial tray sz 3f/2t - 1322149; 234-03-03 - optetrak asy,ps cemented femoral, sz 3, - 1478627. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 79 yo female patient, initial right knee implanted on (B)(6) 2009, underwent a revision procedure on (B)(6) 2023, approximately 13 years 7 months post the initial procedure. The poly and patella were replaced. Poly issues with flaking and delamination reported. Fragments of polyethylene were present in the knee joint. The surgeon removed the parts/pieces from the patient. There were no surgical delays reported. The patient was last known to be in stable condition following the event. No devices returning as they were discarded by the hospital.

Manufacturer narrative:
H6: the revision reported may have been the result of prosthesis wear that occurred over approximately 13.5 years of use. However, this cannot be confirmed because the components were not returned for evaluation.